Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). Additional information will be provided following the conclusion of the MFR's investigation.

Event description:
Ref imp report (B)(4).